Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the blood glucose meter alarmed that the most recent blood glucose reading was greater than 15 minutes old. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.